Event description:
Following a diagnostic procedure an angio-seal device was deployed without difficulty in the patients right groin. A pre-placement angiogram was not performed. Hemostasis was not acheived, therefore manual compression was applied for 20 minutes. A hematoma was later noted at the puncture site. After returning to his room, the patient complained of severe leg pain, numbness, and tingling. The pulses were noted to be diminished in the procedure leg and later no palpable pulses were noted at the popliteal, dorsalis pedis, or posterior tibial sites. The patient was taken to surgery where the artery was noted to be diffusely diseased with approx 50% intrinsic stenosis. In addition, an intimal dissection in proximity to the angio-seal device was noted. The stenosis in association with the angio-seal device and the intimal dissection had nearly completely occluded the artery. The angio-seal device was removed and the surgeon repaired the right femoral artery with a graft patch. Following the procedure the patient's distal pulses were noted to be good.